Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. The device was returned for evaluation. The instrument was functionally tested by firing the instrument 100 times. The instrument fired properly and there were no issues found. Additionally, a drop test was performed with the instrument energized and the safety on. The reported issue could not be replicated. The investigation is inconclusive for the reported self-activation, as the device worked properly under laboratory conditions, and the reported problem could not be replicated. The definitive root cause for the self-activation could not be determined. However, the investigation is confirmed for improper maintenance, as evidence of build-up of debris was found on the inner components of the device. This debris likely prevented the instrument from energizing properly. The root cause of the debris was likely related to improper maintenance by the user. As a result, the device was cleaned, lubricated and functionally tested to assure proper functioning. The device was then returned to the customer. Note: labeling and instructions for use for this device were reviewed. Complete cleaning and maintenance instructions, and directions for reprocessing are provided with the instrument.

Event description:
It was reported that during a breast biopsy procedure the device fired while the safety was on. There was no pt injury.